Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 300cc mentor memorygel breast implant, catalog # 3507300mc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, experienced right breast capsular contracture baker grade IV post-operatively. As a result, the patient underwent bilateral removal and replacement with two 235cc mentor memorygel breast implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).